Manufacturer narrative:
(B)(4). This condition was not confirmed, as no samples were returned to baxter. The cause could not be determined.a review of manufacturing records for potentially associated lot numbers h12g09010, h12g27079, h12k09112 and h12l13070 revealed no issues and no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. At the time of this report, the patient was recovering from the peritonitis. The cause of the peritonitis was unknown. Additional information was requested but is not available. Same patient as (B)(4). This is report 3 of 3 for this peritonitis event.